Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The complaint information and analysis of the returned device were reviewed. Analysis of the returned product indicated the balloon dilatation catheter (bdc) was returned with blood in the tightly folded balloon folds, in the guidewire lumen and with contrast on the device, consistent with preparation of the device and advancement in the anatomy. The inner and outer member were kinked in two locations, distal to the guidewire exit notch, confirming the reported complaint. There were bends on the hypotube likely due to handling during packaging to return. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. It was reported by the account that the bdc interacted with the heavily calcified and heavily tortuous anatomy resulting in the reported failure to advance and subsequently the shaft became kinked, as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed.

Event description:
Subsequently, after the initial was filed it was noted that the shaft was only kinked. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery. During advancement of a 3.00x20mm trek balloon delivery catheter (bdc), resistance was noted due to anatomy and the bdc shaft was noted to be kinked and fractured however; still in one piece. Another 3.00x20mm trek rx bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.